Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The directlink intracranial pressure (icp) extension cable was not returned for evaluation (customer did not returned) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2020-00066. A physician reported an incorrect and inconsistent reading for a direct link icp extension cable. The patient reportedly went for a walk, returned to the room, and the bedside monitor displayed a question mark. The intracranial pressure value returned to a value displayed on the monitor, but the waveform was not accurate. The patient was taken back to the operating room on (B)(6) 2020 to replace the codman microsensor basic kit and a new direct link icp extension cable was used.